Event description:
The patient reported being hospitalized beginning on (B)(6), 2025, which she attributed to communication issues between the omnipod and the dexcom continuous glucose monitor (cgm), including receipt of an error message indicating ¿missing sensor values.¿ during the initial support call, it was determined that the pods in use at the time were compatible only with the dexcom g6 cgm; however, the patient reported using a dexcom g7 cgm. Additionally, the pod reported to have been used expired (B)(6) 2024. During her hospitalization, the patient reported undergoing a toe amputation and sustaining a broken arm. It was unclear whether these conditions were related to insulin delivery or diabetes-related issues, as the patient was unable to clarify the timing or underlying cause of these medical conditions. The patient remained hospitalized during multiple outreach attempts, with no anticipated discharge date provided. No further information regarding medical diagnoses or treatments was available. It could not be determined whether the hospitalization was related to hypoglycemia or hyperglycemia, as no additional clinical details were provided despite multiple good-faith attempts for further information.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. The available information indicates off-label use due to use of an incompatible continuous glucose monitor as well of use of an expired pod. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.2 hardware: iphone15.3 cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The physical device was not returned for investigation. Cloud data from the user for the period of (B)(6) 2025- (B)(6) 2026 was downloaded and reviewed. Review of the cloud data confirmed that the user was using dexcom g7 sensors; however, the data showed that the user was able to get the pods to pair with the sensors, indicating that dexcom g6/g7 compatible pods were in use during this period. The cloud data showed that missing sensor values alerts were generated on (B)(6) 2025, (B)(6) 2025- (B)(6) 2025, and on (B)(6) 2026. Review of the patient history buffer (phb) data found that the pod and sensor lost communication, as indicated by estimated glucose values of -1, then an unrecoverable sensor error occurred, as indicated by estimated glucose values of -5. This occurred on (B)(6) 2025 and on (B)(6) 2025. The missing sensor values alerts generated on (B)(6) 2025 and (B)(6) 2025 were due to the unrecoverable sensor error continuing from (B)(6) 2025 and not being cleared until 22:53 on (B)(6) 2025 when the sensor information was removed from the controller. The system was used in manual mode until 16:12 on (B)(6) 2026, when a new pod and sensor were activated and the system was put back into automated mode. The missing sensor values alert on (B)(6) 2026 was found to occur after a pod change when the pod was unable to find the sensor. The phb data showed that the system responded appropriately when sensor values were not available while in automated mode, transitioning the system to automated mode: limited after 20 minutes of missing values and generating the missing sensor values alert after 1 hour of missing values. The phb data showed that, while in automated mode, the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values received and user inputs. While in manual mode, the system correctly delivered the user's manual basal program. The exact cause of the observed pod-sensor connection issues could not be determined from the available data. The exact cause of the reported hospitalization could not be determined.